Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The procedure was coil embolization of unknown vessel (not calcified and moderately tortuous). During the procedure there was severe resistance when advancing an unspecified unknown coil in the prowler plus microcatheter ((B)(4)). It is unknown where exactly he met resistance. Both the coil and the microcatheter were safely removed as a unit and replaced for a new microcatheter with the same product code ((B)(4)). It is unknown if the coil was also replaced. The procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on either the microcatheter or the coil by visual inspection. It is unknown if there were any damages noted on the microcatheter after the event. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The device is not going to be returned for evaluation. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15263294 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information and without the return of the device for evaluation, no conclusion can be made regarding the reported resistance during insertion of the unknown coil. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was coil embolization of unknown vessel (not calcified and moderately tortuous), and during the procedure there was severe resistance when advancing an unspecified unknown coil in a prowler plus microcatheter ((B)(4)). It is unknown where exactly he met resistance. Both the coil and the microcatheter were safely removed and replaced for a new one ((B)(4)). It is unknown if the coil was also replaced or not. The procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. It is unknown if there were any damages noted on the complaint product after the event. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not going to be returned for evaluation. No additional information is available.